Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely damage on the charged coupled device unit led to the malfunction. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, environmental problems such as dust/dirt/humidity, optical problems, overheating problems, damage, deterioration, and wear and tear between the device components without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had no image. The issue occurred during inspection for use. There were no reports of patient harm.